Manufacturer narrative:
B5 - describe event or problem updated. Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, due to calcified lesion, the balloon burst. The balloon was removed without any pieces remain in the patient's body and completed the procedure with another of same device. There were no patient complications reported. It was further reported that the number of inflations made with the balloon was 3 or more times.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, due to calcified lesion, the balloon bursted. The balloon was removed without any pieces remain in the patient's body and completed the procedure with another of same device. There were no patient complications reported. It was further reported that the number of inflations made with the balloon was 3 or more times.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.